Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation did not duplicate the reported event. If additional relevant information is received, it will be reported. Please cross reference the following MDR report number: #8010047-2016-00210.

Event description:
During inspection before use for the unspecified procedure, there was a vertical noise in the image observed with the subject device. The facility repeatedly turned on/off the power of the video system center and detached/attached the connector of the device, but the noise did not disappear. The facility replaced the device with other ltf device and completed the procedure. There is a possibility that the patient was under anesthesia when the image malfunction had occurred. There was no patient injury reported.